Event description:
Caller reported a cartridge alarm issue that occurred on two occasions. There was no adverse impact to the customer's blood glucose level. Caller successfully loaded a cartridge and resumed insulin therapy each time, resolving the issue without further intervention.